Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd nexiva¿ closed IV catheter system, the device experienced a missing tubing clamp. This event occurred three times. The following information was provided by the initial reporter. The customer stated: clamps were missing from 3 units of bd nexiva 22g.

Manufacturer narrative:
Correction: g5: is combination product? No. H6: investigation summary: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended.

Event description:
It was reported when using the bd nexiva¿ closed IV catheter system, the device experienced a missing tubing clamp. This event occurred three times. The following information was provided by the initial reporter. The customer stated: clamps were missing from 3 units of bd nexiva 22g.